Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high to 499 mg/dl. The customer had treated only with the insulin pump. She reported that there had been bent cannulas on the infusion sets. Further high blood glucose troubleshooting was not performed on the insulin pump. The insulin pump was not replaced or returned for analysis.